Manufacturer narrative:
G4:03mar2021. B4:10mar2021. Per the bio-medical engineer, a touchscreen was ordered and repaired to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28dec2020.

Event description:
The customer reported that the touch screen is faulty. The customer contacted product support and reported that the screen froze and would not respond during software update. The customer has tried the touch screen calibration and the unit will not respond to touch. Product support advised the customer to replace the touch screen. Product support followed up with the customer who has not had time to complete the repair. The customer reported that the unit was not in use on a patient. The issue was discovered during software upgrade.